Event description:
This case was reported by a consumer and described the occurrence of nausea in a (B)(6) female pt who received super poligrip original denture adhesive cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced nausea, stomach pain, numbness in hand, numb feet, poor peripheral circulation, foot cramps, leg cramps, loss of feeling in feet, arm pain, shoulder pain, pain, painful skin, heart attack, bypass surgery, urinary tract infection, loss of bladder control, numbness in finger, discoloration of toes, chest tightness, throat tightness, foot drop, inability to walk, unable to feel feet, leg pain, back pain, weight loss, diarrhea, bloating, gas, decreased libido, anhidrosis, forgetfulness, feeling spacey, mood swings, fits of rage loss of balance, walking difficulty, dizziness, loss of strength, lower extremity weakness, feelings of weakness, cough, chest pain, chest tenderness, tremor, mental concentration impaired, bumps on leg, thin hair, cold feeling, panic attack, muscle disorder, droopy lip, abnormal vision, blurred vision that got worse and device misuse. The pt was hospitalized. The pt was treated with aspirin. Treatment with super poligrip was discontinued. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
The purpose of this contract was to inquire if the symptoms, the consumer was experiencing would go away if she got the zinc out of her body. The consumer spontaneously mentioned that she used the super poligrip and experienced a heart attack and required bypass surgery. This case was reported by a consumer and described the occurrence of loss bladder control, loss of circulation in her hands and feet, stomach pains, pain in her left should and arm, tightness in her chest and throat, feet and leg cramps, uti, nausea, numbness of hands and feet, unable to feel her feet, random pain, and the skin on her lower back being sensitive in a female consumer age (B)(6), who used super poligrip. The following info was solicited from the consumer upon further questioning. Consumer reported that she began using super poligrip the end of 2005 beginning of 2006. Consumer reported that she would apply the super poligrip every other day, applying enough to hold the denture for two days (device misuse). Consumer reported the day after she applied the product, she would leave the denture in and just brush the dentures in her mouth, like natural teeth. Consumer reported that in (B)(6) 2006, she noticed that she was losing control of her bladder. She also reported that at that time, she noticed that she was losing the circulation in her hands and feet. She reported that it started in her fingertips and then progressed to her whole hand. Consumer also reported that her toes would go white and that she was cold all the time. Consumer reported that her fingers would go numb in cold water. Consumer reported that she experienced stomach pains on and off since (B)(6) 2006 and continues to experience them. Consumer reported that she had pain in her left arm and shoulder but described it as more an ache. Consumer reported that at (B)(6) 2009, she experienced a different type of ache more of a pain in her left shoulder and arm, along with tightness in the chest and throat and pain in both arms. Consumer went to her local emergency room and an IV was started. She was transferred to a larger hospital and was told she had a heart attack and underwent bypass surgery reported that she was told that her arteries were unusually small and they were unable to put in a stent and therefore, did the bypass surgery. Consumer reported that at that time, she was also told that she had a urinary tract infection. Consumer reported that she was hospitalized for 10 days and discharged to home. Consumer reported that she was to take zocor and aspirin but currently is only taking the aspirin. Consumer reported that she continues to have arm and shoulder pain off and on. Consumer reported that she has experienced nausea for years and continues to experience nausea. Consumer also reported that she has numbness of her hands and feet. She reported that her right foot just hung one day and she could not walk as she could not feel her foot. Consumer also reported that she has cramping in her feet and legs every night. She described it as the feeling you get just before it cramps. Consumer reported that she experiences random pain. Consumer stated it is not joint pain but she feels it in her legs, arms and back and described it as "like giving an electric shock or having an ice pick shoved into her skin." Consumer reported that the skin on her lower right back hurts when it is touched, even to have clothing on her back. Consumer also reported that she has experienced the following since using super poligrip: in the (B)(6) 2006, weight loss, she reported she went from (B)(6) pounds to (B)(6) pounds, diarrhea on a daily basis. Consumer reported that when she eats, she gets bloated and has gas. Consumer reported that she has a loss of interest in sex, and no longer sweats. Consumer reported that she has become extremely forgetful, described as a "space cadet". Consumer also reported that she has mood swings and can easily go into a rage. The consumer also reported that she has loss of balance and walks into walls. Consumer reported that she experienced dizziness and has no physical strength. Consumer reported that she feels weak and her legs want to give out. Consumer reported that she has been coughing daily for the past two years. Consumer also reported that she has chest pain and it feels like her chest is bruised all the time. Consumer reported that she is unable to concentrate and is extremely shaky. Consumer reported that she has hard bumps on her legs, her hair is thinning and she is cold all the time. Consumer also reported that one day the muscle on the left side of her face was not right, further described as her lip was hanging down. Consumer reported that this has only occurred once. Consumer reported that she has panic attacks and vision problems which she described as she wears glasses and then everything will be blurry for about 15 minutes and then her vision is okay. Consumer stated that her vision keeps getting worse. Consumer reported that she discontinued using super poligrip that contained zinc, but does use the super poligrip without zinc. Super poligrip is mfg in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).